Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported multiple keys on the keypad were inoperable, which was observed during evaluation as keypad keys 4 and 7 were not responding. The cause was determined to be a failing keypad. The front case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple spectrum pump keypad keys were inoperable. There was no known patient injury, or medical intervention associated with this event. No additional information is available.